Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first 2 clips across the cystic duct fired okay, but on the 3rd firing, the surgeon was unsure of clip security so he removed the clip. On subsequent firings, some clips appeared to either scissor not close completely. The surgeon mentioned that the cystic duct was particularly large an thick, and he flet this contributed to some of the problms. There was no pt consequence.